Manufacturer narrative:
The device received with blank display, problem isolated to mother board. Unable to perform operating currents, selftest, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system test, excessive no delivery test and displacement test or verify external flash crc error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that via phone call they got external flash crc error. The customer¿s blood glucose level was unknown. Customer stated that they were not able to rewind the pump. Troubleshooting was performed for pump error. The product will return for the analysis.